Event description:
I have allergan silicone breast implants since 2012. About three years ago, I started having health problems. Very quickly I started having left sided chest pain. I thought it was my heart. This was eliminated. Then lungs because of shortness of breath. That has been eliminated. My breast kept hurting and increasing in pain. More recently my right armpit and both nipples are extremely painful. I have almost every listed symptom associated with bii. I have extreme headaches everyday. Brain fog, concentration problems, joint pains, fibromyalgia, mood swings. I am not able to take care of myself without having outside help. I'm on ss and have no way to pay to have these removed. FDA safety report ID# (B)(4).